Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and pump was unresponsive. The customer¿s blood glucose was 305 mg/dl. The customer reverted to alternate insulin pump for insulin therapy.